Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was removed from the distal common bile duct of a patient, on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2000. On (B)(6) 2010, liver function tests were recorded. On (B)(6) 2010, no symptoms were noted during the baseline biliary obstructive symptoms assessment. A pre-study stent placement cholangiogram revealed a distal biliary stricture. Subsequently, the patient underwent biliary stent placement for the distal biliary stricture. The stricture was previously treated with a sphincterotomy and a plastic stent. The previously placed plastic stent was removed prior to the study stent placement during the study stent placement procedure. A sphincterotomy was not performed during the study stent placement procedure. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, the study stent was removed during a per-protocol study stent removal procedure. On (B)(6) 2011, the patient was experiencing symptoms of right upper quadrant pain, fever/chills, jaundice, itching and dark urine. Subsequently, the patient underwent endoscopic reintervention. A recurrent stricture was found in the original location within the distal common bile duct. The patient was treated with plastic stents. The site has not reported any further events, complications or hospitalizations since the reintervention.

Manufacturer narrative:
(B)(6). A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and the device was used per the e7016 wallflex fully covered benign stricture study protocol. The most probable root cause of the reported issue is considered to be an anticipated procedural complication as pain, fever and jaundice resulting from a recurrent stricture are listed as a post stent placement complication in the directions for use (dfu) / product label.